Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of swapped cables interrupting communication can be confirmed; however, the root cause of the system monitor displaying parameters as "0" cannot be confirmed and cannot be determined. The white cable is responsible for communication to the system monitor; swapping the white and black cable connections will interrupt all transmission to the system monitor, and no parameters would be viewable. However, the reported event indicated that the parameters could be viewed as "0" until correctly connected the power cables. The report of the broken eject button on the card reader slot and erroneous data displayed on the system monitor was not confirmed. The reported event of a damaged data card reader cannot be confirmed. The system monitor was not returned for evaluation and no photos of the damage were available. A request was sent to the customer, asking the return status of the device, the serial number of the system monitor, and the patient's status; however, it appears that the product was lost in transit. To date, the system monitor was not returned for analysis. The root cause of the reported events could not be conclusively determined in this analysis. Due to the system monitor (s/n unknown) is unavailable for analysis, the complaint file will be closed with no further actions. If the product is returned at a later time, the complaint will be re-opened. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate iii instructions for use (IFU) under section 4, entitled ¿system monitor¿, provides an overview of the system monitor, including how to properly use the system monitor and the actions to take if the system monitor is not functioning as intended. Setup and use of the system monitor with the heartmate power module are documented in the heartmate iii instructions for use (IFU) and the heartmate power module IFU (setting up the system monitor for use with the power module). Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the speed value read zero on the system monitor. It was noted that the black and white cables were reversed. The data cable was reconnected and display was normal. The system monitor also had a broken data card ejection card. No additional information was provided. The log files displayed a small number of erroneous values displayed when in use with the heartmate 3 system.